Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the atrial lead dislodged. The lead was repositioned successfully. No additional information was available.